Manufacturer narrative:
Recall number: 1627487-07262012-002-r,1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg was inoperable for a long time. As a result, surgical intervention was undertaken wherein the scs ipg was explanted and replaced on (B)(6) 2017 and effective therapy was restored post-operatively.